Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was implanted. After 3 full recaptures, the closure device was deployed and assessed to meet position, anchor, size and seal (pass) criteria. The procedure was completed successfully with the closure device implanted in the laa. Approximately, 30-40 minutes post implant, it was noted that there was a pericardial effusion. The physician prepared to perform a pericardial tap to treat the effusion. There were no further patient complications reported.